Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the charge cap. The charge cap will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll for evaluation. However, the activity logs were provided for the review. The customer's report was not replicated or confirmed. All delivered energy values fall within the expected range. There is no evidence of energy delivery degradation. A request for specific details regarding the report was made, but no update has been received. Analysis of reports of this type has not identified an increase in trend.